Manufacturer narrative:
A request was made for product return. Investigation has been completed to this point. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, and transvenous leads were explanted. The left ventricular lead, requiring and adapter, was cut and surgically abandoned. This all occurred due to a patient's infection and erosion related to these products. No further adverse patient effects were reported.